Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the report condition of ¿sc-9200 station not powering on¿ was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse reported a black screen and isolated issue to main drawer 5, the fse replaced both boards behind drawer and replaced cable going to all drawers. The fse powered station up, ran test in hta, the customer logged in and tested drawer. The report was closed. During dchu visual inspection: pn 120547-01: the ¿assy cbl pyxibus 6 drawer¿ was received with exposed copper strands and black marks. Pn 151903-01 ¿ sn (B)(6): the ¿pcba fh cubie pmc¿ was received with surface scratches on the board. Pn 151622-01 ¿ sn (B)(6): the ¿pcba dwr cntlr v1.10/v1¿ was received in good condition with no signs of fluid ingress, physical damage or missing components. During dchu testing: pn 120547-01: no further tests were deemed necessary due to thermal damage observed during the visual inspection. Pn 151903-01 ¿ sn (B)(6): was evaluated on an esd protected surface with a calibrated dmm and failed during fuse f200 testing. Pn 151622-01 ¿ sn (B)(6): was evaluated on an esd protected surface with a calibrated dmm and failed during diode d501/mosfet q501 resistance testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as: a faulty ¿assy cbl pyxibus 6 drawer¿ due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station¿s functionality. A shorted fuse f200 of the ¿pcba fh cubie pmc¿ (pn 151903-01) due to an electrical failure, which compromised the drawer¿s communication. A faulty diode d501/mosfet q501 of the ¿pcba dwr cntlr v1.10/v1¿ (pn 151622-01) due to an electrical failure, which compromised the drawer¿s communication and proper functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not powering on. The customer stated there was a delay to the patient's workflow. As per part investigation, it was determined that thermal damage to the pyxibus cable, a blown fuse (f200) on the pmc board, and a shorted diode (d501)/mosfet (q501) on the drawer controller board caused communication and power failures, resulting in the station not powering on. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not powering on. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was displaying a black screen due to issues with the main drawer 5, specifically faulty boards and a problematic cable connection. A field service engineer replaced both boards at the back of drawer 5 and also replaced the cable connecting all drawers to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not powering on. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.